Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of years ago from the date the manufacturer was made aware. D6b: explant date: couple of years ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7022171. UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation. All components were explanted and the explanted devices will not be returned per hospital policy. The patient was doing well postoperatively.